Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.

Event description:
Senseonics was made aware of an incident where user reported hypoglycemic event on (B)(6) 2025 where user's bg was 45 mg/dl and sg was159 mg/dl.as per dms,sg was 125 mg/dl at closest time of 3:45 pm and user entered a manual entry of 75 mg/dl at 3:41 pm. The reported bg of 45 mg/dl was not entered in the system.the user did not receive low alert as the sg was within range.the user's hcp was aware of the event and was able to self treat by drinking apple juice.

Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2025 at 3:48 pm where user's sg was 159 mg/dl and bg was 45 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 3:45 pm user's sg was 125 mg/dl, and at 3:41 pm user entered a manual entry of 75 mg/dl. A review of the alert history revealed that the user did not receives a low glucose alert around the reported time as user's sg value was above 65 mg/dl. The user resolved the event by drinking apple juice and hcp was aware of the event. A case (B)(4) was created to address sensor inaccuracies at the time of the event. A review of the data management system (dms) revealed some variability in the sg/bg matching, which appeared to improve after a few days of monitoring. A review of 2 weeks worth data (B)(6) 2025) post-monitoring was analyzed, and user showed better sg/bg values. The root cause of the variability observed at the time of the low glucose event is potentially related to an issue with the in-vivo state of the sensor hydrogel, which could not be confirmed from the raw in vivo data available to us. The user is currently using the system with no further inaccuracy related cases, by closure of this complaint. B4. Date of this report 23 april 2025. G3. Date received by the manufacturer? 23 april 2025. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.